Event description:
Patient called to report that the treatment "burned a hole in pt's bladder and in pt's colon", which was repaired with surgery. Pt also indicated that pt did not think that the equipment was at fault.